Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified flat creases, missing shell, and two curved opening. A leak test was performed which identified an opening. A microscopic analysis was performed which identified one sharp opening and a striated break. The fill inspection test was performed and identified no blockage in the valve. Based on the device analysis the final assessment is one sharp opening assessed as an unidentified tear opening, a striated break on the posterior side assessed as surgical damage, and missing shell assessed as inconclusive.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.